Event description:
The issue occurred at the beginning of the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Reporter name (first name mistakenly filled with reporter title). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunctions was found during the device evaluation: front panel flat cable is corroded. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image is interrupted and sever noise, were due to failure of the video cable connector. The event can be prevented by following the instructions for use which state: cv-170 chapter 8 care, storage, and disposal 8.1 reprocessing. Do not reprocessing the videoscope cable connector socket, the terminals, the alternating current mains power inlet, and the insertion section of the portable memory. Performing daily reprocessing procedure on them can deform or corrode the contacts, which could damage the video system center. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video processor presented intermittently image flickering. The issue was found during a diagnostic upper gastrointestinal endoscopy. There were no reports of patient harm, and the procedure was completed with a non-olympus device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.